Manufacturer narrative:
Evaluation: inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak migration or inadvertent occlusion of the renal or internal arteries. No product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by adverse patient anatomy.

Event description:
Aaa repair was made on 4-27-2007 placing one flex main body graft and four leg grafts. Three of the leg grafts were used on the left side. In 2007, the physician placed to main body extensions due to a type I endoleak. The placement of the two cuffs did resolve the endoleak.